Manufacturer narrative:
The customer contacted technical support for advice. The customer was issued an rga to return the suspect umi for evaluation. The product did not return for investigation. The reported issue was resolved by shipping a replacement umi product.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator experienced a jumbled screen while the ventilator was running. At this time, it is unknown if there was any patient involvement associated with the reported issue.